Event description:
It was reported that a patient who had an implanted durepair, developed aseptic meningitis. Patient is 3 weeks postop.

Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided.